Manufacturer narrative:
(B)(4).

Event description:
It was reported right ventricular lead noise was observed on a merlin transmission. Lead noise led to the device storing one ventricular fibrillation episode and the patient received inappropriate antitachycardia pacing therapy. The patient returned to sinus. Declined sensing amplitude and pacing lead impedance were also detected. Lead replacement was recommended. No further information is available.